Event description:
The customer contact reported the patient received less medication than intended. At an unspecified time, the pump was programmed on the secondary line to deliver 1 gram of ancef and the delivery was started. No further programming parameters were provided. At an unspecified time during the pm shift, the nurse entered the patient's room to give another dose of ancef. At that time it was noted that the previous bag of ancef was full and had not been delivered. The nurse discarded the previous dose and programmed the pump on the secondary line to deliver 1 gram of ancef at an unspecified rate and volume to be infused. After the control knob was turned to the run position, the nurse noted that the pump started on deliver from the primary line and did not switch to the secondary programming. The pump was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.